Manufacturer narrative:
The pump alarmed compromised force system sensor during the basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromised force system sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump squirted insulin out of the pump during the priming sequence. The customer's blood glucose reading was unknown at the time. The customer also stated that the drive support cap is falling off. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.